Manufacturer narrative:
Plant investigation: the liberty cycler was originally returned due to the device being noisy during treatment. This is a known low severity issue which did not require a full evaluation of the device. After the device was refurbished, follow up information was received reporting that the patient had experienced multiple adverse events and subsequently passed away roughly ten days after the initial report. As the device had already been refurbished, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported pleural effusion and subsequent passing of the patient. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. It remains unknown to what extent the patient¿s continuous cyclic peritoneal dialysis treatment contributed to the patient¿s condition and subsequent passing. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the pleural effusion remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. Leading up the event, the patient reported that their cycler was making noises during their therapy. Later that day, the patient was admitted to the emergency room (ER) for progressively worsening shortness of breath. It was noted that about eighteen days prior to being hospitalized, the patient attended an outdoor event after which they became ill with an upper respiratory infection and cough. Upon being admitted to the ER, an x-ray was performed and revealed a right pleural effusion. The patient was admitted to the hospital the following day and a therapeutic thoracentesis was performed coincident with further testing. Potential causes of the pleural effusion were listed as possible pneumonia or a fluid leak over the diaphragm from pd therapy. During the thoracentesis, approximately 1000 ml of blood tinged fluid was removed. Over the next three days, the patient¿s condition remained stable and they were provided intravenous (IV) piperacillin-tazobactam (every 12 hours). However, the day after the thoracentesis was performed, a computerized topography of the chest was completed and showed a large loculated right pleural effusion with associated ipsilateral bands of pleural parenchymal scarring, atelectasis and three vessel coronary calcifications. The patient underwent a bronchoscopy with a right sided thoracotomy three days after the computerized topography. A complete decortication and thoracotomy of the right lung was performed and 1900 ml of yellow fluid was removed. The patient developed supraventricular tachycardia during the procedure and became hypotensive until a cardioversion was performed. The patient was admitted to the ICU where she became unstable and was readmitted to the operating room for post procedure bleeding. Blood loss was estimated to be 500 ml. Gelfoam, tisseel, and thrombin were utilized to control the bleeding. After the procedure, the patient returned to the ICU in critical but stable condition. The following day, the patient returned to the or for a re-operative right thoracotomy and repacking of the chest. The patient had continued diffuse bleeding and returned to the ICU in critical but stable condition. The patient was placed on continuous renal replacement therapy and a non-tunneled dialysis catheter was placed. Over the next five days, the patient¿s condition deteriorated and they went into multi system organ failure. The patient passed away eleven days after being initially admitted to the hospital. The cause of death was reported to be multiple comorbidities. Additional information was requested but was not available.